Manufacturer narrative:
Aso evaluated returned samples of the same lot number for adhesion properties and found that the adhesion to steel values are lower than the control sample. However, aso is unable to deduce a conclusion as there is no lot number available that can help determine if the product was within its shelf life. Aso noticed that consumer reported that she wore the bandage for five days and she removed on the fifth day, however, aso recommends in the directions for use to remove the bandage daily, when wet or as needed.

Event description:
Consumer reported that product caused chemical burns in her arm. Consumer sought medical attention and was informed by medical personnel that a chemical burn resulted from the use of the device. Consumer wore product for five days and on the fifth day she experienced extreme pain then she removed the bandage and went to the ER for diagnosis and treatment. She reported that her arm was very red, although open sores had mostly healed.